Event description:
The customer reported to olympus, the camera head cable was twisted and that resulted in a screen black out. The issue was found during reprocessing. There was no delay in the intended procedure. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
E1 address - (B)(6). The device was returned and evaluated, and the customer¿s allegation of cable was twisted and that resulted in a screen black out was confirmed. The additional evaluation findings are as follows: the inside of the coupler was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to cable breakage. The event could be detected or prevented by following the following description in the instructions for use: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable.the camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.the camera cable could be damaged. Olympus will continue to monitor field performance for this device.